Event description:
Pt gave himself boluses of demerol via the pump. Pt administerd 400mg of demerol via pump over a 2 hr period. Pt experienced seizure, treated with valium no deficits, pt doing fine. Pt able to access pump by using "1,2,3" code.